Event description:
A pump alarm was reported by the customer that occurred during insulin therapy. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted. As a resolution, technical support initiated the replacement of the pump, and the customer was informed and provided with instructions for transport. A replacement pump was arranged to ensure uninterrupted insulin delivery.